Event description:
Patent burn caused by a piece of operating room equipment called a t-stat monitor. The t-stat monitor is an ischemia detection system that monitors free flap venous saturation. It is attached to the patient with a disposable probe that sticks to the skin over the flap. The monitor lives in the or but travels with the patient to the floor where the flap is monitored for two or three days. Approximately one month ago, the patient had a diep free flap breast reconstruction in the operating room and was sent to floor with the t-stat monitor attached. Doctor removed the disposable probe a couple days later and noted a macerated area where the probe attached to the skin. Later she realized it was a burn. Because initially the doctor did not think the patient had been burned, the disposable probe was not saved and no incident report was submitted. Operating room nurse learned of the incident last week when the t-stat representative called because he wanted to return the monitor to the manufacturer for an adjustment. He told the doctor that this type burn had happened in other facilities using the t-stat monitor. The manufacturer is spectros. The patient was discharged on approximately 3 days after the event. The doctor says she is doing fine and required no further treatment for the burn.